Event description:
Rptr states never told rptr that the mt4 lens implant was part of a "people study" rptrs last day of employment, oct. 14, 1984. Rptr's surgery oct. 16, 1984. Doc. Never told rptr that this mt4 lens implant would cause injury or loss of eye sight. Rptr was told by doc. And his staff after two weeks, rptr would be able to see. Due to the mt4 lens implants rptr never could see threw the lens. In other words this is a life time injury without vision. Rptr's employment insurance paid for hosp, surgery, and doc. Nothing was free.